Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self test and error test. No unexpected alarms or unexpected restart anomaly noted. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 32mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.